Event description:
(B)(4) MDR - it was reported that approx. 76 months after the implantation increased measurements were noted on this right ventricular lead. Subclavian crush was suspected. The entire system was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. The distal lead fragment and the proximal lead fragment were received for analysis. A medial lead fragment of approx. 7 cm length was missing. The analysis revealed multiple abrasion marks along the lead body. In particular approx. 31 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cables to the shock coils and to the ring electrode were damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, deformations of the proximal shock coil were detected which most likely occurred during the extraction procedure. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.